Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit was not able to pass the initial power connect test. The power fuses were removed from the underside of the unit and the resistances were measured. The fuses measured 0.3 ohms and ol. The ol measurement indicates an open circuit; that fuse is blown. Based on the investigation performed, the reported complaint is confirmed. The investigation revealed one of the power fuses was blown. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error.

Event description:
Customer reported unit will not turn on prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported unit will not turn on prior to patient use. No patient involvement reported.